Event description:
Caller reported an issue with the speaker/vibrate function of their insulin pump, noting that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Customer service (cts) instructed the caller to adjust the alert sound setting and conduct a procedure to trigger an alert, which failed to make a sound, leading to the decision to replace the pump. A replacement pump was sent to the caller, who was advised on the necessary actions upon receiving it, including returning the defective pump and considering a compatible sensor since the new pump's software would not support the current sensors.